Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a sudden increase in impedance levels of the patients right ventricular (rv) lead prompted the lead to be capped and replaced. No patient complications have been reported as a result of this event.